Manufacturer narrative:
The device is available to be returned for evaluation. However, it has not yet been received. E1 initial reporter phone number: ext. (B)(6).

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported there was liquid that leaked from the edge of cassette. The event was noted during infusion, and the drug involved was unknown. There was no drug exposure to patient or healthcare provider. There was no impact to the patient/ healthcare provider. The tubing was replaced and therapy resumed. No other physical defect noted on the product. The event occurred during patient use, but no one was harmed in the event.

Manufacturer narrative:
Received one used 14687-15 primary plum set for inspection. No damages or anomalies noted. The set was leak tested per product specifications. There was leakage from the weld of the cassette. The set was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. Received n251 cassette test error alarm, typical of cassette warpage. Since the measure of warpage exceed 0.005 inches the cassette is considered as warpage cassette; this deformation was not caused during the manufacturing process because warpage condition is caused by exposure to excessive heat during transportation; the manufacturing process at costa rica plant was discarded since the production floor has controlled temperature conditions. This deformation could generate a leak in the weld of the cassette. The reported complaint of leakage can be confirmed. The probable cause is due to warpage of the cassette due to excessive heat during transportation. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. A batch record review was performed to the final job number 13615164, list number 14687-15 and it was manufactured between 04/18/2023 to 05/04/2023 and the visual and physical evaluation performed by manufacturing quality (mq) indicates that the product met the specification requirements, and no similar defects were found. D9 device received to manufacturer on 12/5/2023.